Event description:
Olympus was informed that during a hysterectomy procedure, a probe damage error was observed during probe check. The device was replaced with another similar device. Upon withdrawing the device, the probe tip fell off but did not fall inside the patient. The intended procedure was completed and no patient injury was reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the probe damage error and that the probe had broken off. A probe check was performed on the device and the probe check failed. The proximal end of the device was inspected under microscope and the probe was found fractured, and the broken portion was returned. The instruction manual warns users; "if the alarm tone sounds and an error window is displayed during the procedure, immediately stop the procedure. During surgical procedures, withdraw the thunderbeat instrument from the body cavity. Otherwise, the probe tip may break and fall off inside the body cavity."